Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link continu-flo solution set leaked from the y-site closest to the patient. The leak was identified during the infusion of total parenteral nutrition (tpn). There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection, functional testing and underwater leak testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. The repoprted condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Corrected information: upon further review of the complaint file it was identified that the lot number was not reported by the customer. Omit (B)(4) as the lot number is unknown and a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.